Manufacturer narrative:
A ge oec service representative investigated the issue and found a blown fuse on the dc distribution pcb. The fused was replaced to stabilize the image processor. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported images that were "shakey" on the monitor. Image blanking.